Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failure alarm. The customer was able to clear the alarm. The troubleshooting was performed for the pump error alarm. The customer was advised to perform self test then get a battery failed error. The customer was advise to rewind the insulin pump and do another self test and still getting pump error. The customer was advise to fill cannula for and do self test still getting pump error. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test and self test. However, pump error 63 alarm confirmed in the device history due to broken trace on keypad assembly.